Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair will allegedly veer intermittently to the left and right while driving. He states the issue will coccur in different places and no injuries.